Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an a company representative (rep) via healthcare provider (hcp) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient's pump was flipping. The hcp noticed it at refill and had to manually flip the pump to access the reservoir. There were no known factors that may have led or contributed to the issue. A pump pocket revision was planned; however, has not been scheduled. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.